Manufacturer narrative:
UDI in section d4: (B)(4). The device is distributed outside the us and no gudid information exists. The results of the investigation will be provided to the follow-up report.

Event description:
While staff were preparing to transfer a patient using the maxi sky 2 ceiling lift, they moved the lift along the track without noticing that the end stopper was missing. As a result, the ceiling lift detached from the track and fell. No patient was involved. No injury was claimed. The end stoppers on the ceiling track were inspected and secured in place at both ends.

Manufacturer narrative:
The process of gathering and analysing information is ongoing. The results of the investigation will be provided in the next report.

Manufacturer narrative:
It can be concluded that the ceiling lift detached due to the absence of the end stopper, which is designed to prevent the lift from falling off when it reaches the end of the rail. It remains unclear why the end stopper was not present in the rail at the time of the event. During arjo¿s post-incident visit and inspection, the end stopper was found to be correctly installed. Before using the ceiling lift, the facility staff should ensure that the component is securely attached at the end of the rail. The instructions for use (001-15698-en rev.15) warn: ¿before each use, make sure all end stoppers are in place to prevent a fall risk¿. The procedure for correctly attaching the installation components is described step by step in the track installation guide (document number: (B)(4)) . There is "installing the end stopper" section which includes several steps: "1. Use the clip to attach the end stopper to the middle part of the track. 2. Slide the end stopper into the bottom cavity of the track, until you get the end of wire (¿). 3. Insert the plastic end cap. 4. Push back the end stopper until it touches the plastic end cap (...) 5. Verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the set screw using a 6mm allen key 20 n-m (15 lbf*ft).¿ additionally, the document includes a note: ¿the following 5 points are extremely important. Never forget to securely install the end stoppers.¿ the evaluation by the arjo installer manager identified no issues for the track. The ceiling lift with broken casing was repaired. To sum up, the immediate cause of the event was the absence of the end stopper, which allowed the ceiling lift to detach. The root cause appears to be failure to follow product instructions for use by facility staff. It was not possible to clearly determined how or when the end stopper was removed or became detached. The arjo installation team is aware of the claimed issue. The end stoppers were inspected for all ceiling installations. Arjo device failed to meet its specification since the ceiling lift detached due to lack of the end stopper. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to the lift detachment from the track.

Manufacturer narrative:
The process of gathering and analysing information is ongoing. The results of the investigation will be provided in the next report.